Event description:
It was reported that post a stenting treatment procedure, a stent fracture occurred. The lesion being treated was located in the right coronary artery (rca). The physician implanted a 4.0x16 promus element stent. Two days post the implant procedure, the promus element stent appeared to be broken inside the vessel. Ivus confirmed that the stent was broken. The physician implanted a bare metal stent and the procedure was "finished properly". No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).